Event description:
Additional information was received indicating that the lead was successfully repositioned that same day.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and that there was also likely a lead perforation. A pericardial window was created. No capture was noted at high outputs; however, sensing was satisfactory. A lead revision is planned. No additional adverse patient effects were reported.